Manufacturer narrative:
The reported patient effects of thrombosis and myocardial infarction are listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system instructions for use as known patient effects of coronary procedures. The other xience prime and xience alpine mentioned in b5 will be filed under separate medwatch report numbers.d1,d4: part number changed from unk xience to unk xpedition.

Event description:
It was reported through a research article identifying that xience stents may be related to the following: death, myocardial infarction, stent-thrombosis, target lesion failure, rehospitalization and revascularization. This article summarizes clinical outcomes of 2886 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "ultrathin-strut biodegradable polymer versus durable polymer drug-eluting stents: a meta-analysis." B5 correction: the xience stents involved in the clinical trials of the listed article are xience xpedition, xience prime, xience alpine.

Manufacturer narrative:
Estimated date of event. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported thrombosis and myocardial infarction, and the relationship to the product, if any, cannot be determined. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient death referenced is being filed under a separated medwatch report number.

Event description:
It was reported through a research article identifying that xience stents may be related to the following: death, myocardial infarction, stent-thrombosis, target lesion failure, rehospitalization and revascularization. This article summarizes clinical outcomes of 2886 patients that were treated with xience stents. Specific patient information is documented as unknown. Details are listed in the article, titled "ultrathin-strut biodegradable polymer versus durable polymer drug-eluting stents: a meta-analysis."